Manufacturer narrative:
The insulin pump had button error alarms due to a flattened dome on the up arrow button. The device had a cracked case at all corners of the display window, cracked on the reservoir tube lip, cracked battery tube threads, and a scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.